Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received multiple no delivery alarms and prime anomalies. The patient's blood glucose at the time of incident is unknown. The insulin would squirt out of the tubing during the priming process. Troubleshooting did not occur. The insulin pump will not be returned for analysis.